Event description:
The patient was undergoing a placement of three coronary stent in his right coronary artery. While removing his coronary wire after stent placement, it was noted the embolization of the nitinol wire tip covering in the right coronary artery, adjacent to the stent. Fluoroscopy confirmed the nitinol covering of the tip of the wire was in the rca. A decision was made to rewire with a different wire, stenting the area and securing the tip to the vessel wall.